Event description:
...

Manufacturer narrative:
(B)(4)

Event description:
A customer contacted beckman coulter, inc. (Bec) to report that the icon 25 hcg generated discrepant results for human chorionic gonadotropin (hcg), where the urine sample tested negative and the serum tested positive. The quantitative test of the serum sample yielded a result of 79, 000 miu/ml. Upon repeat, the result was 75, 000 miu/ml. Neither death nor injury was reported in connection with this event.

Manufacturer narrative:
Investigation by (B)(4) qc with retains and return devices using controls, patient serum sample, and confirmed positive clinical urine sample (11900 miu/ml) gave expected results. Customer did not return the patient urine samples. Complaint was not confirmed, as devices performed as expected.